Event description:
It was reported that the patient presented in clinic. The pacemaker was unable to be interrogated via rf telemetry. Manual interrogation revealed that the device was at end of life. The physician suspects premature battery depletion. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence.